Event description:
Device was jammed and not firing clips and would not re-open after closed. Three were opened during case, two of which were malfunctioning. Two defective clip appliers had same lot number.